Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with her heart rate in the 20s. The health care professional (hcp) tried to interrogate the device however, it was unsuccessful. Review of remote data found that this device is in safety mode. It was noted that patient is dependent on therapy. Technical services recommended device replacement and to return the device for analysis. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient was in the hospital for two days before changing out the device. Patient stated she passed out every five minutes and eventually coded before the device change out. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with her heart rate in the 20s. The health care professional (hcp) tried to interrogate the device however, it was unsuccessful. Review of remote data found that this device is in safety mode. It was noted that patient is dependent on therapy. Technical services recommended device replacement and to return the device for analysis. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with her heart rate in the 20s. The health care professional (hcp) tried to interrogate the device however, it was unsuccessful. Review of remote data found that this device is in safety mode. It was noted that patient is dependent on therapy. Technical services recommended device replacement and to return the device for analysis. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient was in the hospital for two days before changing out the device. Patient stated she passed out every five minutes and eventually coded before the device change out. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.